Manufacturer narrative:
The insulin pump was received with blank display anomaly due to open driver at the lcd board; unable to perform displacement, rewind, seating and basic occlusion due to blank display.

Manufacturer narrative:
The insulin pump was received with a blank display, a problem isolated to the lcd board. The pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump screen is blank. Customer woke up this morning and tried changing the battery but nothing happened. Customer just noticed cracking around the battery compartment. Customer stated that she works at a really hot factory and keeps the pump in her bra. Customer stated that she uses the silicone case. Customer's blood glucose was 77 mg/dl at the time of the incident customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.